Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of a stretched helix was confirmed. Visual inspection noted the outer helix was stretched out of specification and no anomaly was noted on the inner helix. The outer helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During an initial implant procedure of an atrial leadless pacemaker (alp) on (B)(6) 2026, it was reported that the helix stretched. The alp was not used, and a new alp was successfully implanted. The patient was stable throughout the procedure.